Manufacturer narrative:
Explant date was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown.

Event description:
Per complaint (B)(4), during clinical procedure, broken or fractured component was observed